Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer was at a school barbecue and had a result of 110 mg/dl at 4:30 pm on the mobile system. The customer began to have "seizures." Customer's mother administered "lots of cola." At 4:51 pm the result from the mobile system was 49 mg/dl. The customer then fainted and her mother gave her and unspecified amount of honey. Customer's mother took her home where she was "very tired." The customer has recovered from this incident. The day after this incident, reporter stated that customer received the following results on the mobile system within 1 minute: hi (result >600 mg/dl) and 185 mg/dl. No actions taken based on these device results. No adverse event occurred on this day. The manufacturer requested return of suspect product for evaluation.